Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 08-dec-2017 from a nurse. This case concerns a 75 year old female patient who received treatment with synvisc one and later after unknown latency had limited range of motion, hard time breathing, knee was swollen, knee was red and increase in pain. Also device malfunction was identified for the reported lot number. No concurrent condition was provided. The patient's medical history included restless legs syndrome (rls), reflux and osteoarthritis. The patient had allergy to penicillin. The concomitant medications included: ropinirole hydrochloride (ropinirole), meloxicam, estradiol (estrace) and omeprazole. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 df once for bilateral arthritis into both the knees (batch/lot number: 7rsl021, expiry date: unknown). On an unknown date in 2017, after unknown latency the patient had a reaction to the injection and her knee was red and swollen. The same day, patient received synvisc one injection at a dose of 6 ml once (batch/lot number: 7rsl019; expiry date: 01-may-2020). On (B)(6) 2017, 1 day after receiving synvisc one injection, the patient had allergic reaction. The patient had swelling, redness, painful. The symptoms were better with ice, reset and elevation. On an unknown date in 2017, after unknown latency, the patient was having a hard time breathing and they believed that this was due to an increase in pain and a limited range of motion. It was reported that the patient was worried and that is she was having difficulty breathing. The patient was all worked up. It was reported that the patient was told to rest, ice and elevate take anti-inflammatory drugs and to call if symptoms don't resolve. It was reported that the patient was still in pain and had swelling. On (B)(6) 2017, the patient continued with swelling. She came into office on the same day and was seen and there was no sign of infection in either knee (benign exam). The patient was advised rest, ice and use nsaids. The physician said that it was a minor local reaction. The patient had no fever or chills and her knee was not red or swollen. It was reported that the patient was given a walker. On(B)(6) 2017, the patient was seen in the office and the symptoms resolved. The product was discontinued because of the event. The events following use of product were related to synvisc one. Corrective treatment: ice, elevate, anti-inflammatory drugs, walker for limited range of motion;ice, elevate, anti-inflammatory drugs for hard time breathing, knee was swollen, knee was red and increase in pain outcome: not recovered for increase in pain, limited range of motion and device malfunction recovered for knee was red, knee was swollen; unknown for hard time breathing. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. The production and quality control documentation for lot no. 7rsl019 expiration date: may-2020 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot number frequency analysis for lot no. 7rsl019 no CAPA is required. (B)(6) continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 26-apr-18, there are 19 complaints on file for lot no. 7rsl019: (19) adverse event reports. (B)(6) will continue to monitor complaints as stated in sop (B)(4) product complaint handling to determine if a CAPA is required. Seriousness criteria: important medical event for device malfunction. Follow up information was received on 17-jan-2018. Global ptc number was added. Text was amended accordingly. Additional information was received on 09-apr-2018 from the nurse. The additional event of allergic reaction was added with details. The symptom of redness, pain and swelling were added. The patient's allergic history, concomitant medications and medical history was added. Clinical course updated. Text was amended accordingly. Additional information was received on 26-apr-2018. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: (B)(6) company comment dated 08-jan-2018: this case concerns a patient who experienced local reactions of pain, swelling, redness and limited reaction range of motion after receiving injections of synvisc one in knees. The occurrence of local reactions following synvisc/synvisc one injections is well documented and expected after the use of the product. The patient also developed difficulty breathing after the injections for which causality cannot be established as there is a reasonable possibility that the patient was just worried due to the events which acts as a confounding factor. Therefore, the events do not alter the safety profile of the product. Furthermore, the lot of the product that the patient has received has been identified to have malfunction by the company and thus has been recalled.

Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from a nurse. This case concerns a (B)(6) female patient who received treatment with synvisc one and later after unknown latency had limited range of motion, hard time breathing, knee was swollen, knee was red and increase in pain. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 df once for bilateral arthritis into both the knees (batch/lot number: 7rsl021, expiry date: unknown). On an unknown date in 2017, after unknown latency the patient had a reaction to the injection and her knee was red and swollen. On an unknown date in 2017, after unknown latency, the patient was having a hard time breathing and they believed that this was due to an increase in pain and a limited range of motion. It was reported that the patient was worried and that is she was having difficulty breathing. The patient was all worked up. It was reported that the patient was told to rest, ice and elevate take anti-inflammatory drugs and to call if symptoms don't resolve. It was reported that the patient was still in pain and had swelling. She came into office on (B)(6) 2017 and there was no sign of infection in either knee. The physician said that it was a minor local reaction. The patient had no fever or chills and her knee was not red or swollen. It was reported that the patient was given a walker. The patient had not called back at this point. Corrective treatment: ice, elevate, anti-inflammatory drugs, walker for limited range of motion; ice, elevate, anti-inflammatory drugs for hard time breathing, knee was swollen, knee was red and increase in pain outcome: not recovered for increase in pain, limited range of motion and device malfunction recovered for knee was red, knee was swollen; unknown for hard time breathing. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment dated 08-jan-2018: this case concerns a patient who experienced local reactions of pain, swelling, redness and limited reaction range of motion after receiving injections of synvisc one in knees. The occurrence of local reactions following synvisc/synvisc one injections is well documented and expected after the use of the product. The patient also developed difficulty breathing after the injections for which causality cannot be established as there is a reasonable possibility that the patient was just worried due to the events which acts as a confounding factor. Therefore, the events do not alter the safety profile of the product. Furthermore, the lot of the product that the patient has received has been identified to have malfunction by the company and thus has been recalled.

Event description:
This case is cross referenced with case: (B)(4). This unsolicited case from united states was received on 08-dec-2017 from a nurse. This case concerns a 75 year old female patient who received treatment with synvisc one and later after unknown latency had limited range of motion, hard time breathing, knee was swollen, knee was red and increase in pain. Also device malfunction was identified for the reported lot number. No concurrent condition was provided. The patient's medical history included restless legs syndrome (rls), reflux and osteoarthritis. The patient had allergy to penicillin. The concomitant medications included: ropinirole hydrochloride (ropinirole), meloxicam, estradiol (estrace) and omeprazole. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 df once for bilateral arthritis into both the knees (batch/lot number: 7rsl021, expiry date: unknown). On an unknown date in 2017, after unknown latency the patient had a reaction to the injection and her knee was red and swollen. The same day, patient received synvisc one injection at a dose of 6 ml once (batch/lot number: 7rsl019; expiry date: 01-may-2020). On (B)(6) 2017, 1 day after receiving synvisc one injection, the patient had allergic reaction. The patient had swelling, redness, painful. The symptoms were better with ice, reset and elevation. On an unknown date in 2017, after unknown latency, the patient was having a hard time breathing and they believed that this was due to an increase in pain and a limited range of motion. It was reported that the patient was worried and that is she was having difficulty breathing. The patient was all worked up. It was reported that the patient was told to rest, ice and elevate take anti-inflammatory drugs and to call if symptoms don't resolve. It was reported that the patient was still in pain and had swelling. On (B)(6) 2017, the patient continued with swelling. She came into office on the same day and was seen and there was no sign of infection in either knee (benign exam). The patient was advised rest, ice and use nsaids. The physician said that it was a minor local reaction. The patient had no fever or chills and her knee was not red or swollen. It was reported that the patient was given a walker. On (B)(6) 2017, the patient was seen in the office and the symptoms resolved. The product was discontinued because of the event. The events following use of product were related to synvisc one. Corrective treatment: ice, elevate, anti-inflammatory drugs, walker for limited range of motion;ice, elevate, anti-inflammatory drugs for hard time breathing, knee was swollen, knee was red and increase in pain outcome: not recovered for increase in pain, limited range of motion and device malfunction recovered for knee was red, knee was swollen; unknown for hard time breathing. A pharmaceutical technical complaint (ptc) was initiated with global ptc number(B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction. Follow up information was received on 17-jan-2018. Global ptc number was added. Text was amended accordingly. Additional information was received on 09-apr-2018 from the nurse. The additional event of allergic reaction was added with details. The symptom of redness, pain and swelling were added. The patient's allergic history, concomitant medications and medical history was added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2018: this case concerns a patient who experienced local reactions of pain, swelling, redness and limited reaction range of motion after receiving injections of synvisc one in knees. The occurrence of local reactions following synvisc/synvisc one injections is well documented and expected after the use of the product. The patient also developed difficulty breathing after the injections for which causality cannot be established as there is a reasonable possibility that the patient was just worried due to the events which acts as a confounding factor. Therefore, the events do not alter the safety profile of the product. Furthermore, the lot of the product that the patient has received has been identified to have malfunction by the company and thus has been recalled.